Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. It may be possible that the vessel diameter, which was described as heavily tortuous was narrowed in some locations causing the stent to elongate and resulting in difficulty during deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous de novo superficial femoral lesion. Pre-dilatation was performed with a 6x100mm balloon, unknown time and pressure. A 6x150mm supera stent was advanced and deployment initiated. However, stent elongation was noted and therefore stent deployment stopped. The partially deployed stent was removed still on the delivery system from the anatomy. There were no issues noted with thumbslide mechanism. A new supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.